Event description:
The working diagnosis at the moment was severe broncho-constriction due to either an anaphylactic reaction, (most likely propofol), massive pulmonary embolism or just severe bronchospasm as a reaction to intubation. There was still no co2 coming back. User again performed direct laryngoscopy with macintosh #3 blade and confirmed quite clearly the tube still being between the vocal cords. Only after that moment the tube was taped, 21 cm at the pt's teeth. Medical director was called in. He repeatedly listened to both lungs and confirmed positive breath sounds in both lungs and also both sides of the chest symmetrically moving with inspiration. At that time, inspiratory pressures, which were originally high up to 100 cm of h2o, went down to 40-50s. Still no co2 back. At the moment user disconnected the co2 line from pt's breathing circuit and put the line in their own mouth and breathed into the line. User didn't receive any reading on their own breath. The assumption of possible malfunctioning co2 monitor was made.